Manufacturer narrative:
Based on the current information provided, the cause of the reported death is a result of an injury to the inferior vena cava during trocar (port) insertion. There is limited event information available including the manufacturer of the trocar and camera. It is unknown if the vena cava injury was solely related to the third-party veress needle placement attempt, or if a trocar was actually able to be placed/fully advanced in the anatomy. This event is being conservatively reported in the event that a davinci trocar was used for the attempted port placement. Given the limited information, the product listed in section d is representative of the davinci system to include accessories, even though there is no indication that the davinci system patient side cart was ever docked to the trocar/patient. Additional information has been requested. A follow-up MDR will be submitted if additional information is obtained. A search of the site procedure records did not find any evidence of the initiation of the davinci system for this event, confirming that it was never docked. There is no record of the procedure and thus no system or instruments log files exist. A review of the event conducted by an isi medical safety officer (mso) concluded that based on the available information, this catastrophic event occurred during the initial intraabdominal access attempt. The trocar used is unknown despite multiple attempts to gain additional information. Based on the information in the summary of events, insufficient information exists to ascertain if any intuitive surgical products or equipment contributed to this event. The instruction for use (IFU) for the da vinci xi systems contains the following cautions to minimize the risks associated with port placement. Appropriate patient positioning to shift organs away from the port placement site. An adequate level of insufflation. Obturator tip is pointing away from major vessels, organs, and other anatomic structures. When possible, visualization of the entire insertion of the cannula using the endoscope is preferred. Utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. This complaint has been reported due to the following conclusion: after an unsuccessful attempt at using a veress needle, the surgeon attempted an optical entry with an unspecified trocar and camera . The patient sustained an injury to the inferior vena cava and the procedure was aborted. Resuscitation included chest compressions and ultimate placement of the patient on extracorporeal membrane oxygenation (ECMO) . The patient reportedly underwent 2 or 3 unspecified surgeries, suffered brain death, and expired a week later.

Event description:
It was reported that while placing ports for a da vinci assisted inguinal hernia repair, the surgeon injured the inferior vena cava. Through follow up with the intuitive surgical, inc. (Isi) clinical territory associate (cta) the following information was obtained: after an unsuccessful attempt at using a veress needle, the surgeon attempted an optical entry with an unspecified trocar and camera, and injured the inferior vena cava. The procedure was aborted, chest compressions were performed, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient was returned to the or for 2 or 3 unspecified additional surgeries. There was no brain activity and the patient expired a week later. Information regarding the manufacturer of the trocar and camera has not been made available. Surgical, inc. (Isi) has made multiple unsuccessful attempts to obtain additional information from the site, however no response has been received.

Manufacturer narrative:
Correction: date of death corrected to (B)(6) 2023. Additional information: full date of birth: (B)(6) 1980 and ethnicity: hispanic/latino.

Event description:
Refer to h10/h11 for follow-up information.